Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all the drawers were unable to open despite hard reboot. A field service confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the pyxis medbank system, the drawers were unable to open. The customer reported that this malfunction occured when trying to issue medication for a patient. There were no adverse events or injuries reported based on this event.